Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 7073593.

Event description:
It was reported that there was swelling at the lead incision site and infection was suspected. It was noted that patients issue was not procedure related, however, the cause was unknown. The patient had a lead pull and was given antibiotics. The lead was not returned as it was discarded.